Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion (tlif). It was reported that tip of screwdriver broke off in mas. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the tip was broken on back table when we were prepping for the case.

Manufacturer narrative:
H3: product analysis: part # 5484306; lot # rs11d033 visual inspection revealed the tip of the screwdriver has been sheared off and the remaining tip has been twisted/deformed. Optical inspection of the fracture surface analysis reveals a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.